Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation,the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix does not extend due to distal distortion and fracture from over-rotation.

Event description:
It was reported that during implant the physician was unable to tell if the lead was retracting or extending with the tool. The lead was not used, no patient complications have been reported as a result of this event.